Event description:
It was reported that a pump displayed an altitude alarm 21. There was no reported impact to the customer's blood glucose level. The customer was able to resume insulin delivery using the original cartridge, and there was no need to replace it.